Event description:
Customer reported the system is displaying a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded calibration files and performed a filament calibration. System operates as intended.